Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, neurosurgery was consulted due to dysarthria and weakness in the right leg. A disseminated cerebral infarction was observed via magnetic resonance imaging. Conservative treatment was initiated, and the patient was discharged from the hospital 12 days later with recovered motor function. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.